Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07908, related manufacturer reference number: 2017865-2020-07909, related manufacturer reference number: 2017865-2020-07910. It was reported that the patient presented for a follow-up in clinic. Upon visual inspection, it was noted that the patient had developed an erosion and had a pocket infection. According to the physician, the patient reports a history of post-surgical infections and delayed wound healing. The pacemaker and leads were explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.